Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : (B)(4).

Event description:
Surgeon called the field service engineer (fse) on (B)(6) 2020 to report that his planning station was pulling some patient series through pacs, but not all of the available series (i.e. Mr was present for a particular patient, but not CT). The same was true for other patients, and the modality filter was not checked. The fse added an exception for the pacs network inbound/outbound files in the windows firewall, and the issue was resolved. Surgeon was able to pull all series without a problem. Complaint did not take place during a surgery, no patient impact.

Event description:
Surgeon called the field service engineer (fse) on 17-aug-2020 to report that his planning station was pulling some patient series through pacs, but not all of the available series (i.e. Mr was present for a particular patient, but not CT). The same was true for other patients, and the modality filter was not checked. The fse added an exception for the pacs network inbound/outbound files in the windows firewall, and the issue was resolved ¿ surgeon was able to pull all series without a problem. Complaint did not take place during a surgery, no patient impact.

Manufacturer narrative:
A full analysis of the data has been performed and concluded that the impossibility to fully load the patient folder was due to the windows firewall that prevented the user to retrieve all the data from the pacs. The clinical representative resolved the issue by adding an exception for the pacs network inbound/outbound files in the windows firewall. The reason why the windows firewall was incorrectly set is unknown.